Event description:
It was reported that insulation abrasion was observed via fluoroscopy. No electrical anomalies were noted. Based on the review of the fluoro provided to st. Jude medical, no anomaly was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward